Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ovarian resection procedure, the device was not activated. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The physician was treating a 100% stenosed lesion located in the moderately tortuous and severely calcified, approximately 3mm in diameter, superficial femoral artery (sfa). This 1.5mm x 20mm x 143cm sterling es monorail balloon catheter was used for pre-dilation. The balloon ruptured on the first inflation at 6atms. The amount of seconds inflated is unknown. The device was removed from the patient intact. The procedure was completed with an otw 1.5mm sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was connected to a test handpiece and generator and functionally tested. The shaft was tested for continuity and was found to be conforming. No issues were noted with activation of the device.